Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient was seen at routine follow up visit and the audiologist noted the poor hearing performance with the device. Family reports no incident of accident or trauma. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was seen at routine follow up visit and the audiologist recognized patient's poor hearing performance with the device. Family reports no incident of accident or trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The patient is to be followed-up in 3 months.

Event description:
Patient was seen at routine follow up visit and the audiologist noted the patient_s poor hearing performance with the device. Family reports no incident of accident or trauma. The patient is to be seen in november for control.